Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display on their insulin pump. The customer's blood glucose level at the time was 500mg/dl. Troubleshoot for the blank display was conducted. The customers display returned and passed the self-test. The customer was advised on operating the pump properly and advised to call back if issues arise.